Event description:
A hydratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown) . According to the complainant, the tip of the device was splintered/frayed. The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as product was disposed. A review of the device history record was performed and revealed no anomalies.